Event description:
#Medwatcher #(B)(4). Essure procedure was performed (B)(6) 2010; for the following 4 weeks "approximately", I had heavy cramping and mild headaches which I attributed to my body trying to adjust. Approximately 4 weeks later (the beginning of (B)(6) 2011), the headaches became more severe, and have increased in severity over the years. I've always been relatively healthy, but within the first year of having essure implanted, I noticed many sore throats, swollen lymph nodes in my neck, excessive fatigue and increased anxiety and depression spells with high intensity mood swings and loss of concentration. From implantation of essure through this day, along with the previously mentioned issues, intense body/muscle pain and joint pain (hips/knees), and low back and pelvic pain have often caused me to be unable to perform daily functions. My monthly periods have become more painful, heavier bleeding, as well as severe cramps and back pain that rate higher than my day to day pain. In (B)(6) of 2014, I developed a cyst on my lip that became incredibly painful to the point of an emergency room visit followed by a 2 day hospital stay. Cbc lab results showed high white blood cell count, so I was treated with high strength antibiotics IV and while the doctors searched and searched for a cause for the cyst and infection, they found none. I felt incredibly better while on the IV (followed by oral) antibiotics, but within a few days after finishing the antibiotics, the aches (head, body, muscle, joint) and fatigue returned. While I can not directly contribute the lip infection to the essure, I feel as if I can say that there is definitely something going on in my body that my natural immune system is trying to combat. These symptoms have cause much stress to me including thinking I had cancer (due to all the swollen nodes and headaches, my grandfather died from a brain tumor...), and having myself tested for all kinds of stds and other infections that could have related to these symptoms. I am negative for anything else that could cause all of these issues, and the time line is too close to even think it could be anything else now. The over all result of these symptoms makes it hard for me to function on a day to day basis- e.g; to be able to play with my children, focus as much as I need to at my job, socialize, and be happy. I now know the function of the essure product is to elicit a chronic inflammatory response (something that was not mentioned at the essure consultation), and I am uncomfortable with this product being in my body to the point it's causing extra anxiety.

Event description:
#Medwatcher #followup1 #fdamw5039905 #(B)(4). Model: ess305, lot: 787224, confirmed by implanting doctors office.